Manufacturer narrative:
(B)(4). Date sent: 12/20/2021. Additional information was requested, and the following was received: 1. Was the procedure extended? It was extended but not sure how long. 2. Was there any patient consequence as a result of the procedure being prolonged? There was a leak, but doctor said it was more likely tissue conditions than delay in procedure. 3. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Not known.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the procedure extended? If yes, how long (minutes). Was there any patient consequence as a result of the procedure being prolonged? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic low anterior resection an echelon powered circular stapler failed to fire. The anvil was placed in the proximal portion of the large intestine via purse string technique. The device was then inserted distally. The anvil was connected to the trocar, the handle was tightened until the orange bar was visible in the green firing zone. Once compression was sufficient the red safety was released, and the trigger pulled. The green check mark appeared indicating a successful firing, but nothing happened. The stapler was opened and removed from the patient. A new device was opened, and the anastomosis was completed. Procedure was completed successfully with an unknown length of delay.